Event description:
It was reported that while the device was connected to a patient, the external pulse generator (epg) was pacing at 100 ppm (pulses per minute) when the rate was set to 50 ppm on the device. The hospital staff switched the unit off and on again, but the pacing of 100 ppm remained. The device was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper and lower cases were broken, and the ring bail was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.